Event description:
The 7f exoseal device for vascular closure was used for hemostasis after a percutaneous coronary intervention (pci) for heavy ami. After the pci, the exoseal vcd was inserted into a sheath introducer. Then the exoseal with the sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. After that, as there was strange movement with the indicator window, the physician moved the exoseal back and forth. Then the physician confirmed that the indicator window changed to black-black pattern, so he pressed the deployment button to deploy the plug. At hemostasis, the physician felt that it took a little bit longer time than usual to achieve hemostasis. The location of the plug might have moved away from the vessel. After the procedure, the patient got severe bleeding. The following day, the patient passed away. Cause of death was unknown. The physician comments: the patient moved a lot after the procedure, the patient death might be caused by severe bleeding, rebleeding might have occurred even by applying manual pressure for hemostasis, rebleeding might have not occurred if angioseal or parclose were used.

Manufacturer narrative:
(B)(6). The patient's information is currently unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The event date and date of death (are currently unknown.

Manufacturer narrative:
Addendum (16-apr-2015): additional information was provided by the affiliate. The patient was treated with a blood transfusion following the bleeding event. The bleeding started approximately 3 hours after plug deployment. The color of the indicator window was not stable. There was a space between the plug and the vascular wall. There was no suspicion of the plug being deployed intravascularly. The patient was a female. The cause of death is unknown. The death certificate and a procedural report are unavailable. A retrograde approach was used for the case. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of the exoseal vcd but it is unknown how many times prior to this case. The vcd showed no visible signs of damage and was prepped according to the IFU. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the sheath with the exoseal vcd. The physician did not have his thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal was securely locked with the sheath. The deployment button was fully depressed and flushed against the handle. Proper indication was observed in the indicator window. Excess force was not needed to depress the button. The exoseal vcd and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the button. The plug did not fall out of the exoseal shaft upon removal from the patient. The plug was not found partially deployed, or inside the shaft. The patient did not show any symptoms of distal blood flow occlusion. Pulsatile bleeding of the puncture site was not observed immediately after removal of exoseal and sheath. There was only oozing of the puncture site easily treated with light pressure. The patient did not develop a hematoma after plug deployment. The lot number of the product was provided: 17070043. Please refer to manufacturing and expiration dates, respectively: 08-sep-2014 & 30-jun-2016 the date of the procedure was (B)(6) 2015 and the date of death was (B)(6) 2015. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 7f exoseal device for vascular closure was used for hemostasis after a percutaneous coronary intervention (pci) for an acute myocardial infarction (ami). The patient expired the following day from an unknown cause. The patient was a female. The death certificate and a procedural report are unavailable. A retrograde approach was used for this case. The physician had achieved certification on the use of the exoseal vcd but it is unknown how many times the physician has used the exoseal prior to this case. The vcd showed no visible signs of damage and was prepped according to the IFU. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. After the pci, the exoseal vcd was inserted into a sheath introducer. Then, the exoseal with the sheath introducer was retracted as a unit, and then, the back-flow from the bleed back indicator stopped. After that, there was a strange movement with the indicator window when the physician moved the exoseal back and forth. The physician then confirmed that the indicator window changed to a black-black pattern, so he pressed the deployment button to deploy the plug. The physician felt it took a bit longer time than usual to achieve hemostasis. The location of the plug might have moved away from the vessel. After the procedure, the patient developed severe bleeding. The following day, the patient passed away. The actual cause of death is unknown. The physician comments, ¿the patient moved a lot after the procedure. The patient¿s death might have been caused by severe bleeding. Rebleeding might have occurred even by applying manual pressure for hemostasis. Rebleeding might have not occurred if angioseal or perclose were used.¿ additional information was provided by the affiliate. The patient was treated with a blood transfusion following the bleeding event. The bleeding started approximately 3 hours after the plug deployment. The color of the indicator window was not stable. There was a space between the plug and the vascular wall. There was no suspicion of the plug being deployed intravascularly. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the sheath with the exoseal vcd. The physician did not have his thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal was securely locked with the sheath. The deployment button was fully depressed and flush against the handle. Proper indication was observed in the indicator window. Excess force was not needed to depress the button. The exoseal vcd and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the button. The plug did not fall out of the exoseal shaft upon removal from the patient. The plug was not found partially deployed or inside the shaft. The patient did not show any symptoms of distal blood flow occlusion. Pulsatile bleeding of the puncture site was not observed immediately after removal of exoseal and sheath. There was only oozing of the puncture site easily treated with light pressure. The patient did not develop a hematoma after plug deployment. The product was not returned for analysis. Review of lot 17070043 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the products instructions for use (IFU), users are warned not use the exoseal vcd if the device appears damaged or defective in any way. Rebleeding following initial hemostasis requiring intervention is a known adverse event following the use of an exoseal device. Furthermore, users are instructed to assess the insertion site, as per hospital protocol, and ensure that the site remains clean and dry. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural factors may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.